Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of elevated blood glucose while using the ilet with cd 23" 6 mm infusion sets and connect adaptors, noting two periods of hyperglycemia lasting over two hours that resolved after changing the infusion set; no visible issues with the cannula or tubing were identified by the user. Symptoms included headache and dizziness. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and no assistance required. Investigation included user interview and review of device use and supply details, and replacement infusion sets were shipped due to supply depletion from extra changes. Investigation of this case revealed that the hyperglycemia events were associated with uncertain infusion set performance and were resolved by set replacement, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.